Event description:
User experienced a discrepant probnp result for one patient. Initial result gave 52.73 pg/ml. Same sample repeated twice gave 2949 and 2694 pg/ml. The erroneous result was reported and corrected. The patient was not adversely affected. The field service representative determined adjustments were needed and made required adjustments. He also noted the mixer paddle was slightly touching the bottom of some reagent packs and slowing down mixer speed. Performance tests performed which were within specification.